Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a patient with a corneal abrasion near the flap hinge at three days post lasik treatment. The patient reported blurred vision and foreign body sensation upon awakening; a bandage contact lens was applied. Upon additional follow up the reporter indicated, the abrasion had resolved and the patient was doing well by one week post treatment.